Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh excision and cystoscopy on (B)(6) 2007 due to mesh erosion. On (B)(6) 2011, the patient underwent a burch procedure with cystoscopy, laparoscopic catheterization (suprapubic) and fallopian tube ligation due to stress urinary incontinence in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.